Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because the patient never really got dry. A new aus device with a smaller cuff was implanted. The patient's status was good following the surgery. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.